Event description:
On (b)6) 2013, it was reported that the patient had their vns removed because of an infection. The patient had undergone generator replacement in (B)(6) 2013 and developed an infection three weeks later. The device was explanted and at microbiology¿s request, will be re-admitted to have the lead removed. The infection was found to be (B)(6). It was later reported that the generator had been explanted with wound debridement on (B)(6) 2013. The lead was cut at this stage, leaving the electrodes in place. A swab showed both superficial and deep (B)(6) and pseudomonas infection. The electrodes were removed (B)(6) 2013, following microbiology advice. It was stated that they were not aware of any manipulation or trauma that may have occurred. It was stated that the location of the infection was the wound of the device implant on the left chest below the clavicle. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.